Event description:
The info received indicated that the stent did not appear to be well adhered to the balloon, therefore, the product was discarded.

Manufacturer narrative:
Additional info has been requested from the reporter. Additional info will be submitted within 30 days of receipt.